Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was observed to be kinked. The timing and cause of this damage is unknown. Despite the observed damage, fluid was able to travel the complete fluid path. The pod data indicated there was no struggle to deliver insulin. It could not be determined if the observed damage contributed to the reported failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose (bg) level rose to 26 mmol/l (468 mg/dl) while wearing the pod between 4 and 24 hours. No specific treatment information was provided. The device was originally reported for high bg levels.